Event description:
It was reported that this pacemaker and its system was explanted due to infection. This device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the report of infection.

Event description:
It was reported that this pacemaker and its system was explanted due to infection. This device is not expected to return for analysis. No additional adverse patient effects were reported. The product has been received for analysis.